Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7081526/7081712.

Event description:
It was reported that the patient had an infection at the ipg site. Symptom of redness around the ipg area was noted. The physician believed that the infection was not procedure related and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure. All devices were removed and discarded.